Event description:
My husband and I began discussing a recent hospitalization for our daughter after having her labs checked and having heparin lock. Her labs appeared fine that day, we went home from hosp without major issue. That night pt began experiencing severe stomach pain. This was the second time in a four week period that she had been experiencing severe abdominal cramping. The first time we attributed to dex, without ranitadine. This time she was not on dex, so we were looking for an alternate reason. Her pain became so intense that she was waking from sleep, and began running a fever. We were advised to bring her in. So we did. She received the normal IV antibiotics, culturing, and a bowel x-ray was taken. She did have fever, but did not culture anything known. We also noted low hemoglobin counts and were administered blood products. She was diagnosed with "constipation", although I repeatedly told the dr that she had been stooling just fine. She had three large bowel movements in a 48 hour period which were somewhat formed, but soft, the consistency of peanut butter prior to going into hosp, so this did not ring true to me at all as a parent who is obsessive about bowels. I took it at face value since she has had problems with constipation and does require a great deal of softeners. My sister who has been a nurse was also surprised with diagnosis, since she viewed the x-ray and while there was stool present it did not appear to be anything that would cause that severe of discomfort. Looking back now, she has had two accesses, where she looks fine, and within a few hours of access has presented with severe abdominal pain, fever, and has required hospitalization. Dose or amount: 100 or 10. Frequency 1 - 3 times per wk. Route: sq. Dates of use: 2007- 2008. Diagnosis or reason for use: all pre-b subtype.